Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. As received, the balloon latex, distal windings, and proximal windings were missing and not returned. Closer examination found that the catheter tip was broken off and the broken tip was not returned. Cross surface of the broken section appeared to be uneven and rough. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ to minimize these risks, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. In this event, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of a fogarty arterial embolectomy catheter became detached and remained in the patient body during use. Additional information was obtained that the tip of the catheter also remained in the blood vessel near the axilla. Reportedly, the catheter was used in a (B)(6) year old female patient with a medical history of shunt blockage and chronic renal failure. It is unknown if additional treatment was required to remove the remaining part of the catheter or what procedure was being performed when the event occurred. The customer commented that this event will not be resulting in death or extended hospitalization of the patient.